Event description:
It was reported that charging cord was loose and required specific positioning to allow device to charge. There was no reported impact to the customer¿s blood glucose level. Customer managed charging by adjusting cord position, and no additional information was received regarding any further actions or resolution.